Event description:
The customer reported that during the procedure the scrub nurse went to open up the package and discovered that there was a tear in the sterile wrapping. The procedure was completed using an alternative device and there were no delays to surgery as a result of the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a tear in the sterile wrapping involving a unitrax modular endo head 47mm was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The investigation determined the likely root cause of the event to be mis-handling by the user. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that during the procedure the scrub nurse went to open up the package and discovered that there was a tear in the sterile wrapping. The procedure was completed using an alternative device and there were no delays to surgery as a result of the reported event.